Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating lack of usage of the ins by the patient led to the ins turning off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the issue was resolved.

Manufacturer narrative:
Other applicable components are: product ID: 37642, serial#: (B)(4), product type: programmer, patient. Product ID: 37642, serial#: (B)(4), product type: programmer, patient. Product ID: 37092, lot # serial #: unk. Product type: accessory.

Event description:
A patient implanted with a neurostimulator (ins) for parkinsonian tremor reported they had poor communication with their programmer. The ins would communicate with the patient¿s recharger, but not the programmer. The patient reportedly does not use an antenna. Placing the ins directly over the ins did not resolve the issue, so a replacement programmer was sent. The next day, it was reported that the replacement programmer did not resolve the issue and there was still poor communication. The programmer antenna allegedly did not work with the programmer. A new programmer antenna was sent. It was later reported that the patient was still having the same issues and could not communicate with or without the antenna, but the ins could be charged and was communicating with the recharger. It was noted that the patient hadn¿t received the new programmer antenna, and was still using the original antenna. The programmer was reportedly not working, not turning on, and there was a poor communication screen. The replacement programmer and antenna had a llegedly not been received; however, it was later confirmed that the patient did have the new devices. The ins had allegedly been off since (B)(6), and it was not turning on. The patient was instructed how to turn the device on, and it was confirmed the ins was on. It was stated that the patient didn¿t notice any difference, but a nurse did not see a lot of tremors. The patient reportedly felt like they normally do when stimulation was on, and confirmed it felt good to have stimulation back on. No further complications are anticipated.